Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Customer required assistance from healthcare provider to treat bg via intravenous fluids and manual injections. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer was not using the pump at the time of the report. Reportedly, the customer reverted to manual injections for insulin therapy.